Manufacturer narrative:
The initial report was submitted without the failure analysis results or legal statement. Please see below: the insulin pump was received with a blank display anomaly due to moisture damage on the electronics assembly. We were unable to perform the displacement, rewind, seating or basic occlusion tests due to the blank display anomaly. The pump also had moisture damage on the motor, vibrator motor and battery tube assembly. We were unable to verify the device overheating anomaly due to the blank display. The device was received with a cracked retainer.

Event description:
The customer reported via phone call that they was in emergency service for unknown reason and insulin pump had overheating. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment and the pump is overheating. The customer was advised that the insulin pump will be replaced but needs to call back. The insulin pump will be returned for analysis.